Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while wiping the distal outer sheath resulted in the reported tip separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022, the supera stent delivery system was being prepped per instructions for use (IFU). While wiping the distal outer sheath per instructions, the nose cone (tip) separated from the device. There was no unusual resistance or applied excessive force noted. The device was discarded and not used. There was no patient involvement. Another supera device was successfully used in replacement. No additional information was provided regarding this issue.